Event description:
It was reported by the affiliate that during a percutaneous coronary intervention (pci), a 5mm basket angioguard (filter basket) failed to cross the lesion. The device analysis indicated that the filter basket was received deployed, the delivery wire was inside of the deployment sheath, and the tip of the delivery wire was stretched, kinked, and bent. The preliminary device evaluation stated that the delivery sheath was split throughout the shaft. Another device was used to complete the procedure. There was no reported patient injury and the product will be returned for analysis. It was stated that the lesion was "distorted with plaques." Multiple attempts were made without success to obtain additional information.

Manufacturer narrative:
This is the initial and final report for this device. Complaint conclusion: it was reported by the affiliate that during a percutaneous coronary intervention (pci), a 5mm basket angioguard (filter basket) failed to cross the lesion. It was stated that the lesion was "distorted with plaques." Multiple attempts were made without success to obtain additional information. There was no reported patient injury. The device was returned for analysis. The device analysis indicated that the filter basket was received deployed, the delivery wire was inside of the deployment sheath, and the tip of the delivery wire was stretched, kinked, and bent. A non-sterile unit of angioguard was received coiled inside of a plastic bag. A capture sheath, deployment sheath and delivery wire were received; the filter basket was received deployed. On capture sheath no were observed damages; delivery wire was received inside of deployment sheath and on the tip from delivery wire was observed stretched, kinks and bent conditions. On deployment sheath, peeling conditions were observed to along to body. The device was inspected under vision system and no damages were observed on filter basket. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging. The history records indicate this product had its final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿delivery system/ failure to cross ¿ could not be evaluated due to nature of complaint. The failure reported by the customer as ¿deployment (delivery) sheath/ premature peeling- (rx only)¿ was confirmed due to condition product received. The cause of the event experienced by the customer and the stretched, kink and bent conditions found could not be conclusively determined; however procedural factors might have contributed with the cause of the failures reported by the customer. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; therefore no corrective actions will be taken at this time. The angioguard device was used off label in the coronary arteries. With the information available, with the exception of the failure to cross, it is unknown when these issues occurred, during use or sometime after during the return or decontamination process. Multiple attempts to obtain additional information have been unsuccessful. However, vessel characteristics and procedural factors may have contributed to the reported events. No conclusion can be drawn.